Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 17-apr-2024, it was reported that, the patient experienced that the three infusion set cannula was kinked. The first occurrence occurred on march 18, 2024; the second on march 22, 2024; and the third on march 29, 2024. Within 3 hours of insertion customer noticed symptoms. The infusion set was used for a few hours. The patient replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
Device 2 of 3.